Event description:
It was reported through patient outcome that the patient passed away due to multi-system organ failure (msof). The source of the msof was bleeding leading to vasoplegia, and eventual msof. It was noted that this was not believed to be device related. The patient had a complicated post op course requiring multiple pressors. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists bleeding and multiple types of organ failure and dysfunction as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.